Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power alarms while using the mobile power unit (serial number: (B)(6)) was confirmed during evaluation at the pleasanton service depot. Upon arrival, the mpu was noted to have a few pinch marks in its patient cable. During functional testing, low voltage advisory alarms were intermittently activated when the cable was manipulated by hand in a particular area. The patient cable was replaced, which resolved the issue. Preventative maintenance was performed, and the repaired mpu was then returned to the customer site ready for use. The exchanged patient cable was then forwarded to product performance engineering for further analysis. Additional evaluation of the cable revealed that both the yellow and orange wires had small puncture damages in their insulations. These wires both pertain to the voltage signal that the mpu supplies to the controller. The observed insulation damages exposed the inner conductors of the wires to the cable¿s shield, which could have impacted their voltage values and therefore caused the low voltage alarms. The root cause of the reported event was determined to be related to the inner wire damages of the patient cable; however, the cause of the damages could not be conclusively determined through this evaluation. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including power cable disconnect and low voltage alarms, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the mobile power unit and the patient cable. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms while using the mobile power unit (serial number: (B)(6)) was not confirmed. Multiple attempts were made to obtain log files and information regarding the unit¿s potential return; however, no response was received. Available information indicated that the issue occurred with multiple controllers, and therefore the mpu was exchanged. If the unit is returned for evaluation, this investigation will be reopened. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible) that are associated with the system controller, including power cable disconnect alarms, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook section 6 ¿caring for the equipment¿ describes how to properly care for and clean all equipment, including the mobile power unit and the patient cable. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when the patient connected to their mobile power unit (mpu), they experienced intermittent power cable disconnect alarms on the black power cable. The issue was replicated when the mpu was connected to a demo loop, so the mpu was replaced.